Manufacturer narrative:
The evoke spinal cord stimulation (scs) system remains implanted within the patient. The cause of the infection could not be determined. Infection that may require hospitalization with intravenous antibiotic therapy and surgery (including revision, explant, and replacement) is listed as a potential risk in the manufacturer's instruction for use (IFU). The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was diagnosed with an infection at their lead insertion site. The patient was prescribed antibiotics. The patient has been reported to be recovering well.